Manufacturer narrative:
Device was discarded and evaluation was not possible. The IFU stated "good medical judgement should be exercised when considering biopsy in patients receiving anticoagulant therapy, or who have a bleeding disorder." The IFU also states "potential complications of core biopsy are site-specific and may include hematoma, hemorrhage, infection, adjacent tissue or organ injury, and pain."

Event description:
The physician was using the cassi ii rotational core biopsy system for a breast core biopsy when the pt reported pain. When the physician removed the device, the pt bled. The physician held pressure for 20-30 minutes without hemastasis. Sutures were placed to stop the bleeding. The pt was taking plavix per the physician.